Event description:
As reported by the legal brief, on or about (B)(6) 2018, surgeon removed the failed novation implant from patient and replaced it with another novation hip system. The novation system implanted into patient on (B)(6) 2018 included: novation crown cup connexion gxl +5mm lateralized liner, cocr femoral head, the novation crown cup connexion gxl +5mm lateralized liner implanted into patient on (B)(6) 2018, is subject to an FDA class 2 recall and posted on the FDA's website on september 9, 2022. On or about (B)(6) 2022, patient underwent surgery to remove the novation where surgeon found that the novation caused osteolysis, the liner to be loose because of poly wear, multiple osteolytic defects that required bone grafting. On or about (B)(6) 2022, surgeon removed the failed novation implant from patient and replaced it with another hip device.

Manufacturer narrative:
Concomitant medical products: cocr fem head 36mm +0 offset 12/14, (catalog# 142-36-00 / serial#: (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis.